Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump continued to alarm no delivery. Customer stated she was attempting to set up a new infusion set since her last one had blood in it. The device continued to alarm no delivery during manual prime. Customer stated she checked her blood glucose meter and it read "high", indicating blood glucose was over 600 mg/dl. She treated her blood glucose with a manual injection. Troubleshooting was performed and changing out the reservoir solved the issues. The customer is not returning the insulin pump for analysis.